Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. Photo investigation the device was not returned. A photo-investigation was performed on the images in the email "re (B)(4) - air 1st request" located in pc under notes & attachments section. Upon inspecting all the images provided under notes & attachments section, the stepped reamer f/tfna helical blade and screw f/quick coupling was observed to be broken at the flutes side, hence confirming the allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. As part of document/specification review we have reviewed se_381683 rev I (current) and se_381683 rev h (manufactured) documents. No design issues or discrepancies were identified. Conclusion the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed., investigation flow: damage visual inspection: the stepped ream f/tfna helic blade+scr f/dh (p/n: 03.037.022, lot number: f-22662) was received at us cq. Visual inspection of the complaint device showed the distal tip of the device was broken. Additionally, some scratches were observed on the device surface. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was not performed on the complaint device due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed stepped reamer: se_381683 rev I (current)/ rev h (manufactured) no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the device was received in broken condition. No definitive root cause could be determined based on the provided information. The potential cause for the complaint condition could be the unintended excessive force applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - product code: 03.037.022 lot number: f-22662 manufacturing site: selzach supplier: (B)(4) release to warehouse date: 05. Oct. 2017 a manufacturing record evaluation was performed for the finished device lot number, and no for the complaint condition relevant non-conformances were identified. Remark: nr-0073082 is mentioned in the documents, this is a planned nc for the supplier (B)(4) in relation to a transfer project without influence on the product itself, part # 03.037.022 synthes lot # f-22662 manufacturing site: selzach release to warehouse date: 28 sep 2017 supplier: (B)(4) no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the device was not returned. A photo-investigation was performed on the images in the email "re (B)(4) - air 1st request" located in pc under notes & attachments section. Upon inspecting all the images provided under notes & attachments section, the stepped reamer f/tfna helical blade and screw f/quick coupling was observed to be broken at the flutes side, hence confirming the allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. The complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: product code: 03.037.022; lot number: f-22662; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 05. Oct. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no for the complaint condition relevant non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that hospital sterilizing and disinfection unit discovered that the cutting edge of the end of the reamer has broken off. There was no known patient involvement. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).